Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original packaging jar submerged in clear solution. All leaflets were in a closed position with a small gap between two leaflet free margins. All leaflets were flexible and intact; no tears or damages were observed. All commissures were intact. There were no signs of distortion or damage to the frame. There did not appear to be evidence of blood contact on the valve. A deployment simulation was performed to address infolding allegation. The valve was placed in a cold saline bath to initiate loading per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed, and the overlap appears to reach just prior to node 4, which would be considered a good load. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. It was reported that an infold occurred during the first deployment attempt. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. Therefore, the valve was recaptured and removed. The valve was deployed on the sterile field and the infold was confirmed. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 75.2mm with a perimeter derived diameter of 23.9mm suggesting a 29mm valve. The aortic valve leaflets appeared to be significantly calcified. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012156788); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior the attempted implant of this transcatheter bioprosthetic valve, upon fluoroscopic loading check, a frame node overlap to 3.5 on the inflow side was observed. Per the physician, the line appeared "deeper than usual". Subsequently, the valve and delivery catheter system were inserted into the patient. Upon valve deployment, an infold was observed in the valve frame. The frame appeared to be heart shaped due to the infold. The valve was recaptured and withdraw from the patient. A new valve was implanted in the patient. No adverse patient effects were reported.

Event description:
Medtronic received information that prior the attempted implant of this transcatheter bioprosthetic valve, upon fluoroscopic loading check, a frame node overlap of 3.5 on the inflow side was observed. Per the physician, the line appeared "deeper than usual". Subsequently, the valve and delivery catheter system were inserted into the patient. Upon valve deployment, an infold was observed in the valve frame. The frame appeared to be heart shaped due to the infold. The valve was recaptured and withdraw from the patient. A new valve was implanted in the patient. No adverse patient effects were reported. Additional information was received that a procedural delay occurred due to the loading of a new device.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.